Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. Sureform 60 stapler instrument logs show it was installed on the system 12 times and fired 11 reloads (3 white, 1 blue, 7 white, in that order). On install 1, the first clamp was successful, and the firing was completed with 5-6 pauses for compression. On install 2, the first clamp was successful, and the firing was completed with 2 pauses for compression. On install 3, the first clamp was successful, but was followed by a firing failure. On install 4, the first clamp was successful, and the firing was completed with 2 pauses for compression. On install 5, the first clamp was incomplete. The next clamp was successful, and the firing was completed with 4 pauses for compression. On install 6, the first clamp was incomplete. The next clamp was successful, and the firing was completed with 3-4 pauses for compression. On installs 7-9, the first clamp was successful, and the firings were each completed with 1 pause for compression. On install 10, no clamping or firing was attempted. On installs 11 and 12, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that after a da vinci-assisted duodeno-ileal bypass with sleeve gastrectomy (sadi-s) surgical procedure, the patient sustained two postoperative leaks. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.